Event description:
Reportable based on device analysis completed on 18-sep-2023. It was reported that the balloon failed to inflate. The target lesion was located in the pulmonary artery. A 10.0 x 20, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon failed to inflate. The procedure was completed with a non-boston scientific device. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
A2 - age at time of event: patient is a child. E1- initial reporter phone: (B)(6). Device evaluated by MFR. A mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 9mm proximal from the distal tip. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.